Event description:
Patient was getting an upgrade from dual-chamber pacemaker to biv ICD. Physician was using cautery to open pocket and upon opening pocket, implanted device was not pacing. Physician thinks cautery was too close to can. Can may have/have not been in the pocket during non-pacing. Upon interrogation, device was in back-up mode. The device was explanted and returned.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was interrogated and the pacemaker's memory content was analyzed showing reset entries most likely resulting from external noise due to the reported cautery procedure. During the further course of the analysis the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. In summary, during analysis the device was proved to be fully functional. However, it is believed that the cautery procedure as mentioned in the complaint description has contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.